Event description:
This device was removed for infection and was replaced with competitor's devices. System removed: lumax 340 hf-t, MDR 1028232-2008-00918, linox sd 65/16, MDR 1028232-2008-00920, corox otw 75-up steroid, MDR 1028232-2008-00921, st. Jude lead.